Event description:
It was reported that a patient presented to clinic for follow up. It was noted that the patient's implantable cardioverter defibrillator (ICD) was in backup mode. Programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
Correction h6 - health effect impact code updated to unexpected medical intervention, was previously reported as additional surgery.